Event description:
Mitral valve originally implanted on (B)(6) 2007. Pt already had avr (aortic valve replacement). Pt came to the clinic intermittently up until (B)(6) 2008 and was not adequately anticoagulated. She was on no treatment after (B)(6) and also was not taking her avr meds. (No info on the avr) she was admitted in cardiac failure and had an emergency re-operation on (B)(6) 2009, and recovered.

Manufacturer narrative:
The valve was returned to the distributor who submitted it to an independent surgeon, dr (B)(6), for eval. Dr (B)(6) found the valve to be totally blocked with thrombus. Given his eval, we did not have the valve returned. The distributor was going to try to get a copy of operative notes for the re-operation. These have not arrived. If we can get the op notes, there may be further info to report.